Event description:
Boston scientific received information that this patient had developed a fever and was diagnosed with endocarditis in early (B)(6) 2015, the patient was presented to the electrophysiology (ep) laboratory again on (B)(6) 2015. The device and lead system were explanted due to infection. In addition, a temporary pacing lead was implanted via internal jugular vein. The explanted device was connected and then used externally for temporary pacing. There were no additional adverse effects reported. Boston scientific received information in early (B)(6) 2016 that this patient died on (B)(6) 2015.